Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed to be associated. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the patient stated that when the penile implant is attempted to be inflated, after about the third pump, the pump goes flat. The patient is unable to inflate his implant. This started to occur about three weeks ago.

Event description:
According to the available information, the patient stated that when the penile implant is attempted to be inflated, after about the third pump, the pump goes flat. The patient is unable to inflate his implant. This started to occur about three weeks ago. According to the available information, it was additionally reported that the patient stated that the pump has a leak and has to pump it over fifty times to get some pressure.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.